Manufacturer narrative:
Information was received on 03-mar-2020 indicating that there was no patient involvement in this event.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device was powered up and underwent occlusion testing. The customer allegation was unable to be verified during testing. However it was noted to have had a primary audible alarm bgnd test noted in the event history log confirming the reported complaint. The problem source was unable to be determined; no external damage or contamination to interconnect board or speaker. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump had system failure and primary audible alarm post. No adverse effects reported.